Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Additionally, the customer canceled the field service and had a third party biomed to check the ventilator. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that during post code blue the patient was placed back on the avea ventilator. After a few seconds they removed the ventilator and manually ventilated the patient on 100% o2. The patient was then placed to another ventilator. The customer confirmed that there was no patient harm associated with the reported event. Additionally, the customer also reported that there is no indication that the ventilator was the cause of patient code blue.